Event description:
Additional information was received from a manufacturer representative on 2019-mar-27. It was reported that the plan was to aspirate the catheter and fill the pump with 500mcg/ml. It was confirmed that there would still be 2000mcg/ml baclofen in the internal pump tubing. It was later reported that the patient was lying prone and the pump was implanted in the patient's pack, and they were unable to successfully aspirate. It was noted that the hcp planned to get some imaging on (B)(6) 2019 and then possibly perform a catheter revision since they could not aspirate. It was confirmed that the pump reservoir now contained 500mcg/ml baclofen and the internal pump tubing and catheter contained 2000mcg/ml baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h844429603, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. H6: evaluation conclusion code 22 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-apr-02. It was confirmed that the revision was performed on (B)(6) 2019, but the cause of the inability to aspirate the catheter was unknown as they were able to aspirate the catheter during surgery. A partial pump segment revision was performed for precautionary measures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that catheter was sub-q (subcutaneous) and all of the drug was going into the pocket. They planned on bringing the patient back tomorrow for a total system content removal procedure in order to get the 500 mcg/ml concentration to the tip of the catheter and then would program the pump to 24 mcg/day. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-oct-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-mar-06 regarding a patient receiving baclofen (2000mcg/ml at 347mcg/day). The indications for use included intractable spasticity and multiple sclerosis. It was reported that upon a normal pump replacement procedure, the full catheter was noted to be in the pump pocket. Upon interrogation of the pump, the patient said all was working well and he was just there for a new pump. He stated he would go home if the hcp only changed the pump and had no complaints. Once the hcp noticed the catheter tip was fully within the pump pocket, he removed all pieces of the intact catheter. A brand new catheter was placed and anchored in the spine and attached to a new pump. The new pump was started at minimum rate of 12mcg/day. The issue was considered resolved at the time of report. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. No symptoms were reported and the patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.